Event description:
It is reported that display screen is broken and has ink spot. No further information provided.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Pump was received with minor scratched display window, cracked case at display window corners. Cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and cracked lcd window at bottom side. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.